Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents from this lot. All available information was investigated and without the device to analyze, a definitive cause for the reported unintended movement could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The clip remain in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The two additional clips referenced are filed under separate medwatch report numbers.

Event description:
This is filed to report the sleeve steering issue. It was reported that on (B)(6) 2019, a mitraclip procedure was performed treat to mixed mitral regurgitation (mr) with a grade of 3. Two mitraclips (90323u185, 90323u186) were implanted, reducing mr to a grade of 1. However, later that day, one of the of the implanted clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was unknown which of the implanted clips detached, but tissue damage occurred on the posterior leaflet and mr had increased to a grade of 4. The patient was noted to be in stable condition. On (B)(6) 2019, a second mitraclip procedure was performed to stabilize the slda and treat mr with a grade of 4. One clip delivery system (cds) was advanced, and grasping was performed lateral of the implanted clips, however; it was noted the clip moved in an unintended direction and ended up in-between the two clips that were previously implanted. The leaflets were then grasped, and the clip was implanted in the middle of the implanted clips. All three clips are stable, and mr reduced to a grade of 3. There was no clinically significant delay in the procedure. No additional information was provided.